Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery, the ceramic head of the outer sheath shattered inside the patient and was completely retrieved. No negative impact in state of health reported.